Event description:
During a 2 level acdf at levels c5-c6 and c6-c7, while using the drill guide for the vectra plate, the tip of the drill guide broke off into the plate. Surgeon was able to retrieve the fragment with forceps. Surgeon then used another drill guide to complete the procedure with no further problem, no harm to patient. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records have been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the dts guide is used for soft tissue protection and allows for drilling, tapping and insertion of screws for the vectra spinal plating system. The dts guide can be found in the vectra technique guide ((B)(4)). The technique guide provides the following warning: "the dts guide may only be used for soft tissue protection. If the dts guide is used for tissue retraction, the dts guide may break." When used correctly, the tip should not experience forces that exceed the tensile strength of the material. The drawings (B)(4) were reviewed by the chu engineer. The materials are adequate for the devices intended use. Conclusion - when used correctly, the tip should not experience forces that exceed the tensile strength of the material. There is not enough information in the complaint description to determine the loading scenario of the drill guide.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of the inspection sheet ((B)(4) / a) for the handle shows that this feature (dim 2) was inspected at 100% and all parts passed. The hole on the handle is visibly deformed and an accurate measurement can not be made. The hole is no longer round and the remainder of the weld is in the opening. A review of the inspection sheet ((B)(4)) for the stem shows that this feature (dim 3) was inspected at 100% and all parts passed. This feature (dim 3), was rechecked using a micrometer (om155) and was found to still be within the drawing specification (dia 4.98/5.0). The stem does show damage due to being broken from the handle at the distal end (rounded over). Heat treat was performed in bwy using (B)(4). Verified and passed using ht01 hardness tester in the swc shop. Range 40-47hrc for (B)(4). Actual reading of 47hrc for (B)(4). Tip of the guide could not be measured due to the damaged as received condition. All raw material used to manufacture this lot have been reviewed and no issues were observed. A review of the device and the manufacturing records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This product complaint condition is indeterminate.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. All raw material used to manufacture this lot have been reviewed and no issues were observed. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation is ongoing.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: the manufacturing documents of part 03.613.001, lot 3336811 were reviewed and no complaint related issues were found. No ncr¿s or other deviations are documented. The manufacturing date of this part is 27-jan-2010. (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: synthes (B)(4) has manufactured only the component 03.613.001 with lot number 3336811 for the assembly (B)(4) with lot number 6322657 manufactured in (B)(4). This additional information covers the damage on component 03.613.001. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. No ncr's were generated during production. The centering pin on the tip is broken off; the broken off portion is missing. The prongs of the holding chuck are deformed. The dimensions, therefore, cannot be checked to post manufacturing specifications anymore. A manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than the damage sustained by mechanical overloading.